Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb, fluoroscopy functions pcb and video controller pcb were evaluated and replaced. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.